Event description:
In 2005, the home patient (hp) contacted baxter technical service. Hp was experiencing abdominal discomfort in fill 3 of 4. The technical service representative (tsr) placed the hp into a manual drain over the phone. Drain volume - 1314ml. Hp stated there were no previous alarms and they didn't bypass any alarms. Tsr placed the hp back into dwell 3 to 4. Hp's rn stated in a follow-up conversation that the hp had no injury caused by this event and is currently doing well.